Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that baseline core lab angiography result revealed 0% side branch stenosis at distal left circumflex. Post procedure angiography revealed 70% 'branch percent stenosis' in distal left circumflex. The following day myocardial infarction occurred. No action was taken in response to the event.

Manufacturer narrative:
Describe event or problem, relevant tests/lab data, and patient code updated. (B)(4).

Event description:
(B)(6) study. It was reported that during post percutaneous coronary intervention, troponin elevation occurred. On (B)(6) 2013, identified the subject¿s qualifying conditions as stable angina and the subject was referred for cardiac catheterization. The subject was randomized into the (B)(6) study and the index procedure was performed on the same day. Target lesion #1 was located in the distal left circumflex artery with 90% stenosis, a length of 24 mm, with a reference vessel diameter of 3 mm. Target lesion # 1 was treated with pre dilatation and placement of a 3.00 x 28 mm study stent with 0% residual stenosis. On the next day, subject was discharged on dual antiplatelet therapy. The same day, troponin elevation occurred. Cardiac enzymes were noted to be elevated consistent with protocol definition of mi ( peak troponin: 0.48 ng/ml uln: 0.04).